Manufacturer narrative:
(B)(6). Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that the anchor failed and was impossible to implant.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.